Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and while pulling negative, the mini trek balloon catheter was pulling air. It was then noted that the distal area of the hub had pulled away from the catheter and was leaking fluid around the hub. The device was set aside and not used. There was no patient involvement. There was no additional information regarding this device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported break and leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot.the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.